Manufacturer narrative:
(E1) initial reporter facility name: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal left circumflex artery. After the lesion was pre-dilated with 3.0x15mm balloon at 12 atmospheres, a 16 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, the shaft broke. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal left circumflex artery. After the lesion was pre-dilated with 3.0x15mm balloon at 12 atmospheres, a 16 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, the shaft broke. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient status was stable. It was further reported that the target lesion was 70% to 80% stenosed, mildly tortuous and mildly calcified.

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal left circumflex artery. After the lesion was pre-dilated with 3.0x15mm balloon at 12 atmospheres, a 16 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, the shaft broke. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient status was stable. It was further reported that the target lesion was 70% to 80% stenosed, mildly tortuous and mildly calcified.

Manufacturer narrative:
Device evaluated by MFR: promus select ous mr 16 x 3.00mm stent delivery system was returned to the complaint investigation site (cis). A visual and tactile inspection of the hypotube shaft identified that the hypotube was broken into three sections. There was a break 22.5cm distal to the distal end of the strain relief, a small 2cm long section and the third break was 81cm proximal to the strain relief. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic analysis revealed that there was no sign of damage, stretching or lifting of the stent struts. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. (E1) initial reporter facility name: (B)(6).